Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) recommended the patient undergo a lead revision. The patient is thinking about it and will follow-up with their hcp once they have decided how they would like to proceed. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.